Event description:
Information received indicating that a smiths medical cadd ms3 pump lost programming due to no battery. No adverse effects reported.

Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was returned for evaluation and the reported issue was unable to be duplicated. The device was powered up and ran without issues. The software will be replaced as a preventive measure. There was no fault found with the returned pump.